Manufacturer narrative:
Main investigation conclusion: the reported event of a backup battery fault was not confirmed; there were no log files submitted with the event and the alarm was not reproduced during testing. The system controller was not returned for analysis. The returned backup battery, serial number (B)(4), had a bent pin 1 (lcs_black) which could have contributed to the alarm. The pin was straightened and the battery was functionally tested and found to operate as intended during analysis. The backup battery went through multiple load tests and self-tests and no backup battery fault alarms reproduced during testing. Due to the pin being straightened, it was not confirmed if that caused the reported alarms; however, bent pins have the potential to cause connection issues. The root cause for the reported backup battery fault alarm was unable the be conclusively determined through this analysis. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use, rev. C section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use, rev. C section 8-¿equipment storage and care¿ and heartmate 3 patient handbook, rev. C section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller pins. Device history records for the controller were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the event log revealed a "replace backup battery" alarm during power connection changes even after re-seating the backup battery. The backup battery was replaced under warranty. The messages resolved after the backup battery was replaced. A bent pin was observed during investigation of the returned backup battery.